Event description:
The facility reported a colleague infusion pump which experienced failure code 808:07 during set-up in intensive care unit. Device evaluation determined that this condition interrupted delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The user interface module master software version (B)(4) which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 808:07 and determined the cause to be a faulty pump head module. The pump head module was replaced to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a suppressed creatine kinase (ck) result generated by the synchron cx5 delta chemistry analyzer for one patient on a neat sample, which gave a "substrate depletion" flag. When the sample was diluted 1:11, a result of 2 iu/l was generated. A 1:2 dilution gave a result of 1 iu/l. The sample was sent to a reference lab, with a final reported result of 15,000 iu/l. The previous ck result from this patient was 5000 iu/l. No erroneous results were reported outside the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.